Manufacturer narrative:
The test strips have been discarded and will not be available for return. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method and an acl top with hemosil reagent laboratory method. The reporter was unable to specify which laboratory method was used for each laboratory result. On (B)(6) 2022, the meter result at 7:58 am was 3.6 inr. The laboratory result within four hours was 2.5 inr. On (B)(6) 2022, the meter result at 10:11 am was 3.5 inr. The laboratory result within four hours was 2.4 inr. The therapeutic range is 2.0-3.0 inr and testing is performed weekly.